Manufacturer narrative:
The device will not be returned to olympus for evaluation. It was confirmed that the device was not being used at the time the power surge occurred. There was no patient involvement. They were able to troubleshoot and re-establish connection over the phone and the device has been working ever since. The image came on the monitor and the lamp icon on the front panel was no longer flashing after plugging the scope in. If additional information is obtained a supplemental MDR will be filed.

Event description:
An olympus sales representative reported that a customer was not receiving an image and the lamp indicator on the front panel was blinking on a video system center. The device was not being used when the issue was discovered. The customer noticed the issue after a power surge on their tower due to a storm. The patient was sent home. No patient harm was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. The root cause could not be conclusively determined. Probable causes that could have led to the reported event that the event occurred because this product malfunctioned temporarily due to a power surge. The instructions for use (IFU) states: ¿anytime you observed an irregularity in a video system center function, stop the examination immediately and take action according to the following instructions. Using a defective video system center may cause patient and/or operator injury. If the endoscopic image disappears or if the image freezes and cannot be restored, temporarily turn the video system center off and wait for about 10 seconds. Then turn it back on again.¿